Event description:
The customer reported that the system restart error code was found in the event log prior to an update. The customer reported that the unit was not in use on a patient. The customer contacted product support and states that the field service engineer (fse) was not able to perform the nav-ring replacement due to (ec 1101) found in the event log. The customer was able to verify 1101 and 3007 codes in log together. Product support advised the customer per the v60 service manual that if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. Product support advised the customer to run unit on test adapter overnight to see if 1101 code repeats, if so then software should be reinstalled. If not repeated, then 1101 can be disregarded and (fse) can be contacted to return and perform the service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomed there was no repair done. The error was found in the log but could not be duplicated during running. The issue was discovered during inspection in the biomed shop.